Event description:
A journal article was reviewed that contained information regarding this device. Multiple patients received inappropriate shocks; however, a one to one correlation could not be made with unique lead/serial numbers. The status of the device(s) is unknown. Further follow-up did not yield any additional relevant information regarding this event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Since no device ID was provided, it is unknown if this event has been previously reported. Without a lot number or device serial number, the manufacturing date cannot be determined. Referenced article: "implantable cardioverter-defibrillator shocks in patients with a left ventricular assist device." Journal of heart and lung transplantation. July 1;29(7):771-776.